Event description:
During an atrial flutter ablation procedure a leak occurred. During radiofrequency lesions, saline was noted leaking into the tactisys quartz module near the fiber optic and electrical connections. The procedure was continued without exchanging the catheter. There were no adverse patient consequences.

Manufacturer narrative:
One tacticath quartz contact force ablation catheter was received for evaluation. The leak occurred due to an adhesive rupture between the irrigation tube and the proximal tube inside the luer lock. Additional investigation revealed an insufficient amount of adhesive was applied at the interface between the irrigation tube and the proximal tube.